Manufacturer narrative:
(B) (4). Physio-control replaced the customer's battery under warranty. Follow up with the customer confirmed that the replacement battery resulted in proper device operation. The failed battery has not been returned to physio-control for evaluation. Therefore, further investigation on the reported event is not possible.

Event description:
Customer reported that the device illuminated a battery and wrench icons on the handle and failed to power on with a known good battery. There was no report of pt use associated with the event.